Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient had back pain. Their family had concerns that the patient's wife was not able to take care of the patient. The patient was admitted for observation and to rule out any infective cause. On (B)(6)2017 the patient did not have a fever and their labs were normal. It was mentioned the patient has dementia, but their scs device was working fine and had no issues. On (B)(6)2017 the patient had a cardiac workup, but it was nothing concerning. They also had an ortho workup for a swollen left knee, but it again was not concerning. On (B)(6)2017 the patient decided to go into a nursing home. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient was having an MRI but it was unknown if it was due to a problem with the device or therapy. The patient was in the hospital and they have a fever and don¿t know the cause so they are checking to see if it is anything related to the spinal cord stimulator (scs). The patient was also having back pain but nothing looked particularly swollen. The first fever in the hospital started overnight last night. The caller would let the hcp know the MRI information. No further complications were reported/are anticipated.